Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a generator replacement surgery due to generator extrusion. Per the surgeon, the patient's generator had eroded through the incision site. The company representative noted that the patient was very frail. He noted that the surgeon had to make a new pocket for the replacement generator. The device history records were reviewed for the generator and indicated that the generator was sterilized according to specifications. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No further relevant information has been received to date.

Event description:
Additional information was received from the physician which indicated that the cause of the generator extrusion was that the battery eroded through the patient's axillary incision. The physician also indicated that the generator exposure began approximately (B)(6) 2018. No further relevant information has been received to date.